Manufacturer narrative:
Additional information was added: the lot was manufactured from june 12, 2019 - june 13, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused during patient infusion. The reporter stated that after the expected therapy time of 24 hours at 10ml/hr, the pump ran dry within 12 hours. The device had been filled with cephazolin in d5%. There was no patient injury or medical intervention associated with this event. No additional information is available.